Manufacturer narrative:
This report was previously submitted under MDR (0001313525-2018-00042).

Event description:
Approximately five weeks after surgery, patient''s vision which was 20/20 post-op rapidly deteriorated, night vision was also severely affected. Physician suspects rapid healing to have caused the lens to pull-in and fold on top of itself resulting in only near vision. Upon receipt of further information patient vision has not improved and the physician is suspecting refractive error is due to torqueing of lens, leading into z-syndrome. Patient is referred to a specialist and lens exchange is scheduled.

Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any non-conformities or anomalies related to this complaint. Based on the available information, the root cause of the reported could not be determined.